Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The reported issue was about a medical adverse event and cannot be assessed through data file analysis. In conclusion, the reported cerebrovascular accident (cva) occurred after the procedure was completed with no indication that the adverse event was related to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post an affera ablation procedure the patient experienced cerebrovascular accident (cva). Approximately one hour after the procedure, word dissociation was observed in the patient during recovery. A computed tomography scan, including a perfusion scan, identified a small blockage in the left parietal region, specifically in the speech area. No check for left atrial appendage thrombus was performed prior to the procedure. Act was monitored throughout the procedure and remained above 350. Ablation performed was at the left pulmonary veins, right pulmonary vein and carina, lateral mitral isthmus, roof, and cti. The left atrium was mapped, and a large left atrial appendage was identified and mapped. The procedure was completed without any issues noticed, and no abnormalities were observed on the catheter upon removal. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient's word dissociation partially recovered during hospitalization.